Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in both the eyes one week post treatment, after flap lift was done to remove ingrowth. A flap lift enhancement was performed. The original treatment was lasik microkeratome. There was no loss of best corrected visual acuity (bcva). In addition, the patient was seen again a week later, and irrigation was performed. There was no decrease in visual acuity, left eye 20/25, right eye 20/20 and both eyes 20/20. No further information has been provided.

Manufacturer narrative:
(B)(4): (epithelial ingrowth). The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.